Event description:
Boston scientific received information that during a normal patient follow up, this right ventricular (rv) lead presented with loss of capture. A lead dislodgement was suspected and a revision was performed to reposition the lead. During the procedure, the helix became non-functional and the rv lead was explanted and successfully replaced. No adverse patient effects were reported as the patient is not pacemaker dependent and did not experience any asystole as a result of the dislodgement. The rv lead will not be returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.